Event description:
Reference regulatory report:3006705815-2019-03242: reference regulatory report:3006705815-2019-03243: reference regulatory report:1627487-2019-09663: reference regulatory report: 1627487-2019-09664. Additional information obtained via follow up indicated that infection was only present at the lead incision site.

Event description:
Additional information received via follow-up that the patient had their entire system explanted due to an infection at the lead site. Reportedly, the infection has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced an infection at the upper incision. As a result, the patient was prescribed antibiotics, wherein the infection cleared. Patient remains stable.